Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the failed cooling engine (ce) as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in november 2012, and it is 11 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console found no apparent physical damages. Further visual inspection, unrelated to the reported complaint, noted a burnt p18 contact on the pic-16 board, as a result of normal wear and tear. The wire harness to the pic-16 board and the cooling engine were replaced to remedy the issue. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The cooling engine was replaced to remedy the fault. An event log data review was performed and showed multiple tcmid:06 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) displayed a tcmid:06 (ce post failure) error message. The user rebooted the device but was unable to clear the error message. The customer used another thermogard console to continue with treatment. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.